Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. The reporter stated that 3 loss of prime warnings had occurred. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery was on (B)(6) 2014. The reported date of (B)(6) 2014 was observed to be overwritten in the black box. The pump powered on with auditory and vibration but the display remained blank upon start up. The cover was removed and the display screen was found to be cracked and damaged. Loss of prime warnings associated with a cartridge change were observed in the black box. The total daily doses added up and correctly reflected the programmed basal rate target. No loss of prime or any other alarms occurred during the investigation. A 24 hour duration test correctly reflected 24u when the pump was programmed to 1u/hr. No intermittent condition was found to the force sensor circuit; the product delivered within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.